Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 2/3/99 at a retail vendor. On 2/13/99, she sought medical treatment for infection at the ear piercing site. She was treated and prescribed antibiotics.